Event description:
(B)(4). Event occurred in the united states. The patient stated that the infusion set tubing came apart at the site while sleeping. The site location was left upper abdomen and the pump was worn on the waist line on opposite side. The infusion had been in use for one day and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.